Manufacturer narrative:
Physio-control failure analysis center further evaluated the power pcb assembly and found the protection diode package, cr20, to be shorted which resulted in the device to not power on.

Event description:
The customer contacted physio-control to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when attempted. There was no patient use associated with the reported event.